Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, (B)(4), ubd: 22-aug-2021, (B)(4); product ID: 977a260, (B)(4), ubd: 30-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient not getting any pain relief. Patient stated that his getting tingling sensation in all painful areas but no pain relief. Ordered an additional images to determine if there was a new source of pain. The results of the images were not made available to the rep. Patient was originally programmed using the evolve work flow and high dose, additional traditional settings were programmed and patient is now stating he is no longer getting pain relief again. As methods of intervention rep had tried various programming for the patient which at the time seemed to cover his painful areas and patient said was content with at the time. Physician looked at the leads under fluoroscopy (B)(6) 2018 to determine if leads had shifted and they had migrated down a couple of electrodes. Physician declared patient as stimulator failure and he was going to explant the systems. The issue was not resolved at the time of this report. Surgical intervention scheduled. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.